Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to communicate, displayed a dark screen, and was offline in the remote support system. A field service engineer (fse) had identified that half height drawer 2.1 and 2.2 were off the bus in the main, used a multimeter and determined that drawer 2.2 was the cause of the issue. The fse had resolved the issue by replacing the drawer board, retractor band, and t board. After releasing the cubies in the hardware test application to check for debris, none was found. The fse then conducted tests, all of which returned successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed to communicate, displayed a dark screen, and was offline in the remote support system. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.